Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis was received for evaluation with its odu and aspiration syringe. No additional ancillary devices or cine images from the procedure were received. The returned devices were covered in dry sanguine material. Contrast and saline solution were in the inflation syringes. The contrast/saline solution within the inflation lumens was dry: preventing the inflation of the proximal and distal balloons. Dark sanguine material was noted in the aspiration tube of the trellis manifold. The aspiration syringe was filled with water and attached to the odu luer lock of the trellis manifold and the aspiration/odu lumen was flushed. Chunks of sanguine material were noted exiting the aspiration window of the device followed by a steady stream of fluid. The distal end of the device was placed in a tub of water and fluid was pulled backed through the device: sanguine material was noted flowing back into the lumen from the aspiration stopcock tube. The dispersion wire was loaded into the trellis device and the odu was attached to the luer lock. The water filled aspiration syringe was attached to the aspiration stopcock and flushed. The distal end of the device was placed in a tub of water, (aspiration port submerged), and a vacuum was pulled on the aspiration syringe: fluid flowed back into the aspiration syringe. The returned device was able to be aspirated after sanguine material was flushed from the device.

Event description:
This procedure was performed in germany on a patient diagnosed with dvt of popliteal iliac vein. The trellis was used in long distance thrombus, beginning distally. The device was prepped and the physician inserted the trellis catheter over an .035 wire and 8f gate. The procedure was performed per instructions; the physician injected the rtpa and used the oscillation, but aspiration into the syringe was not possible. The physician checked if there was thrombus stuck in the catheter. Phlebographie was possible via the aspiration port. The treated region looked better than before, but the aspiration did not work at all. The system was relocated, (balloon deflated) and a new area was treated. Again, the aspiration did not work; not a single drop blood came out the aspiration port. The treatment was stopped after two hours and the patient was brought to intensive care with a lyse catheter (24 hour lyse). The next day the patient was treated again with trellis and the result was great. No harm to patient no medical intervention required due to event.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.